Event description:
It was observed during the device inspection that subject device had indication on connecting tube had a disappeared area. (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, it is likely due to some kind of stress or by external factors or handling. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.